Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the frame is defective. She stated she was using it and the front caster on the right came out and the other side worked itself half way out. The dealer put the thread locks on the front casters to keep the bolt in place. The customer is still not happy because she said the threads are broken because there were shavings. The customer believes that it is a safety risk and wants the chair replaced.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom manual wheelchairs. Frame, other/defective. After removing 1166172 stud from right side there did appear to be significant thread damage to headtube threads/the stud threads appeared to be okay. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: custom manual wheelchairs. Frame, other/defective. After removing 1166172 stud from right side there did appear to be significant thread damage to headtube threads/the stud threads appeared to be okay. The dealer stated that the frame is defective. She stated she was using it and the front caster on the right came out and the other side worked itself half way out. The dealer put the thread locks on the front casters to keep the bolt in place. The customer is still not happy because she said the threads are broken because there were shavings. The customer believes that it is a safety risk and wants the chair replaced.